Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1. The home patient (hp) needed assistance clearing the alarms and getting the door open. The patient was not connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line did not separate from the transfer set, the patient had not initiated therapy prior to connection, a dummy tummy was not in use, and the patient did not disconnect prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies. The set was not being reused. The patient did not have pets that could cause damage to the supplies. There was no damage noted to the over pouch or carton in which the cassette was delivered, and a sharp object was not used to open either. The supplies had not been damaged by an outlet port clamp or assist device. The baxter technical services representative (tsr) found that the hp forgot to close the spare supply line clamp. The tsr cleared he alarms and got the door open so that the hp could start over with new supplies. The tsr referred the hp to his on call nurse for further medical instructions. Proper procedures were reviewed and there were no samples available. The lot number was not available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.